Event description:
It was reported the pt experienced intermittent stimulation. Impedances were checked and some pairs were >4000 ohms. No further troubleshooting was done at that time. A revision was being considered. The outcome was pending intraoperative testing. Add'l info received indicated the event was attributed to the lead. Pt symptoms included: lack of effect, no stimulation, overstimulation, shocking, and pain. Reprogramming was attempted on four different dates. The device was reprogrammed to optimal settings. The pt reported intermittent stimulation a few days later. The pt was referred back to the implanting physician for further troubleshooting. It was unk if a revision was planned. The pt outcome was reported as "no injury".

Manufacturer narrative:
(B) (4)